Event description:
Related manufacturer reference number: 1627487-2019-07166. Related manufacturer reference number: 1627487-2019-07167. It was reported during a procedure to replace an inoperable ipg on (B)(6) 2019, the physician accidentally cut the quad leads and stated the lead for the lamitrode broke. Patient may undergo additional surgical intervention.

Event description:
Related manufacturer reference number: 1627487-2019-07166. Related manufacturer reference number: 1627487-2019-07167. Based on information obtained, the leads and extension were explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.